Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
User facility reported the pump alarmed, "check clutch" during device use. Reporter indicated that the event did not cause or contribute to any adverse health effects.

Manufacturer narrative:
The reported device was returned for investigation. Visual inspection found the device to be in poor condition. The device's right plunger case was cracked and the top case was found cracked down from the tubing guides. A review of the event history log confirmed the error had occurred. During functional testing, the device plunger head movement was found to be more rigid than normal. The position potentiometer was replaced. Grease was applied to the plunger tube and guide rod to aid in the movement of the plunger head. Following repair, the device passed all function and delivery testing. Device evaluation and testing was not able to determine the root cause for the rigid plunger movement.